Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and intermittent capture. It was also reported the patient experienced dyspnea attempts to increase the lv output resulted in diaphragmatic stimulation. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.